Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during a meniscus repair surgery, the suture of the fast-fix 360 delivery system did not hold up. The suture was removed from the patient. The procedure was completed with a back-up device after a 15-min delay. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: three used fast-fix 360 reverse curved needle delivery systems, used in treatment, have been returned for evaluation. The devices were returned in the same packaging prohibiting lot identification, as a result the evaluation of the devices will be placed in the following complaints (B)(4). Visual assessment of sample (a) showed no suture or ts remain on the delivery needle or were returned. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Visual assessment of sample (b) showed no suture or ts remain on the delivery needle or were returned. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Visual assessment of sample (c) showed both ts remain on the delivery needle. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. All three devices are bent in a similar direction and fashion which likely resulted in the reported failure of the suture. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed for the reported lots, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. The complaints mentioned were reported under the following report numbers: (B)(4) (1219602-2020-00034), (B)(4) (1219602-2020-00035) and (B)(4) (report was not required).